Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the sensor tip of the freestyle libre sensor was bent and she was therefore unable to insert and obtain readings. As a result, customer experienced dizziness, shakiness, and disorientation and contacted paramedics who, upon their arrival, transported customer to a hospital where she was provided insulin (dose/type unknown). It is unclear if the reported insulin was prescribed or administered. There was no report of death or permanent injury associated with this event.